Event description:
It was reported that, not sure if metal wire was not seating where it should have been. Had to remove and implant same insert. Second insert was fine.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.